Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device was unable to be determined since it is unknown if reprocessing was practiced in accordance with instructions for use. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU). Instructions for gif/cf/pcf-290 series, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value and due to a dent on bending tube, bending angle in up direction exceeds the standard value. It was determine foreign matter attachment point is air/water nozzle. In addition, bending tube is deformed, adhesive on bending section cover has a chip, due to clogging of nozzle, water removal ability does not meet the standard value, scope connector is dirty due to water leakage and scope connector has a scratch. Finally, light guide lens has discoloration, probe cover has a scratch, connecting tube has a scratch, connecting tube has discoloration, objective lens has discoloration, light guide cover glass has a scratch, scope connector cover unit has a scratch, scope connector has a scratch, protector of universal cord on scope connector side has a scratch. Universal cord has a scratch, image guide protector has a scratch, flexibility adjustment ring has a scratch, and grip has a scratch. Scope cover has a scratch, suction cylinder is shaved, forceps elevator knob has a scratch, up/down knob has a scratch, control unit has discoloration, control unit has a scratch and switch box has a scratch. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The nozzle was wiped with lint-free cloths/brushes/sponges. According to the customer, the following details regarding the cds process were unknown: , whether the air/water nozzle was flushed with air and water or detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object inside the nozzle. There were no reports of patient involvement.